Event description:
The reporter wishes to express concern over a design flaw with the metro powered wheelchair. The chair moves very fast and has a "touchy" joy stick. This fact, along with the design of the wheel housing makes the chair very dangerous and unpredictable. If the front wheels hit a bump or small pebble the chair is sent slamming into whatever may be in the way. The reporter's husband has had several occurrences where the chair slammed him into the walls of their house and one instance where the chair dumped him off of the porch. In addition to bruising and abraiding the pt, the chair's wheel housing catches easily on walls and cabinetry, taking out big chunks of wood. The reporter has spoken with the MFR, the distributor and most recently the state's inspector general. The two companies offered to pay the consumer for re-painting her walls, but according to the reporter, she returned the check, because "money is not the problem". The reporter states she will not rest until the co re-designs the chair to be safe.